Event description:
It was reported that the catheter perforated the right ventricle. Significant tamponade was noted and 250-300cc of blood was withdrawn from the pericardium. The pt underwent bypass surgery to repair the perforation of the right ventricle. In addition, the pt underwent bypass surgery of the right coronary artery. The pt is reported stable and recovering.